Event description:
During the procedure, three catheters bound. The third catheter punctured the vessel and was withdrawn. It was mentioned that the m2402a had a frayed cable, but did not contribute. Reference: distributor report # 1218950-1997-00040 filed on ultracross 30 mhz coronary imaging catheter. Reference: distributor report # 2024168-1997-00116 filed on ultracross 30 mhz coronary imaging catheter.